Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with the rewind button on the insulin pump. The customer stated that there were instances in which she had to use a pin to push down the button in order to begin rewinding the insulin pump. The customer's blood glucose was 325 mg/dl. The customer also reported a crack on the screen on the insulin pump. The customer acknowledged that she had dropped the insulin pump a lot due to a medical condition relating to her hands. The customer further stated that the drive support cap of the insulin pump was indented and damaged. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. Advised customer that a replacement insulin pump would be sent. The customer stated that her blood glucose was sometimes high because, she would forget to bolus when eating. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched and cracked display window.